Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. No further investigations planned as product is not expected for return. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. A customer reported a reading of 11 mmol/l, self-treated with 6 units of insulin, and subsequently lost consciousness while sleeping. An ambulance was called by customer's wife, and the customer was administered glucose infusion for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.